Event description:
A peritoneal dialysis pt has reported that her catheter disconnected from the pt connector. Pt states that her catheter disconnected from the tubing and leaked on her bed. Pt reports prophylactic antibiotics administered, no ill effects. Effluent has remained clear. There is no sample available for eval.

Manufacturer narrative:
A medical review was performed on the available info and the cause of the event is undetermined. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.